Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Pt had completed treatment. Upon removing the tubing set, solution was found inside the cycler. Pt did not received any prophylactic antibiotics and has had no adverse effects. Pt's effluent has remained clear. Sample has not been returned to the MFR.